Event description:
Account stated that the cd4000 aspirated a sample incorrectly. The instrument gave a "mixhead failed to descend" error. The account repeated the rack and determined that sample in rack/tube position 13/04 had the correct sample ID associated with it but the results that were given matched the results for the sample in rack/tube position 13/03. The results were not reported and a delta error was given by the account's lis.